Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump displayed an e-6 (mechanical error) message; no action was taken. Caller stated patient was hospitalized with ketoacidosis and is in ICU; no further details were provided. Requested return of the alleged pump for evaluation.